Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose measured "high" on the meter (above 600 mg/dl). The reporter stated that the site was changed and a bolus was given and the patient's blood glucose lowered to 7.4 mmol/l. The reporter stated that the patient has been requiring twice the normal total daily dose of insulin to keep the patient's blood glucose in the 7.4 mmol/l range and the site was changed 3 times during the last two days and requested that the pump be reviewed. The reporter confirmed that the patient's health, diet, and activities were unchanged. The reporter confirmed that the pump settings were as suggested. The reporter indicated that there were no relevant alarms in the pump history and the bolus and basal histories were correct and were reflected in the total daily dose history. The reporter confirmed that the site appeared good and was changed during the elevated blood glucose. The reporter indicated that there was no indication of air bubbles in the cartridge and confirmed that the connections were tight. The reporter also indicated that the vial of insulin was changed without improvement in the patient's blood glucose. Customer support advised the reporter that the pump appeared to be performing as programmed and advised the reporter to follow up with a health care provider regarding possible changes to pump settings. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specification. The returned pump was not found to have any functional defects during the investigation. The black box show dates from (B)(4) 2012. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. Unrelated to this complaint, the audio bolus button cover was missing.